Event description:
On (B)(6) 2011 customer reported a clear leak under the flow cell on the lh780 instrument. The customer was performing a start-up/background check when the leak occurred. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the differential sample tubing disconnected from the bottom of the flow cell. Fse replaced the differential sample tubing and properly connected it to the flow cell, and then verified the operation of the system. No leaks were observed thereafter.

Manufacturer narrative:
(B)(4).